Event description:
The device (bipolar insert cev634-1a 350mm mouiel) was returned to mxi for service repair. There was no reported patient impact.

Manufacturer narrative:
No known impact or consequence to patient. (B)(4) (insulation). Result: mechanical shock problem c92080: FDA 3217 this FDA code 3217 is not available on our system. Analysis for the device (cev634-1a) indicated that the electrode is short circuited and does not work. The coating of the electrode is stained and has few traces of abrasion. The short circuit on the electrode is most likely due to the coating damage on the device. Note: this MDR is being filed as a result of an internal review of complaints from medtronic¿s mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the (B)(4) complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. (B)(4)was opened to address these issues. (B)(4).